Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (cs 012) issue. It was reported that the pump emitted a cs 012 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 6/26/2017 with the following findings: the black box and alarm history showed cs 012 call service alarms. The pump powered up properly with no alarms. The pump¿s ¿ez-prime¿ steps were performed correctly and no call service alarms or any errors, alarms or warnings occurred during the 24 hour duration test. The investigation was unable to duplicate the initial ¿call service alarm¿ complaint. Unrelated to the initial complaint, it was observed that the battery compartment was cracked and the display screen was dim and discolored. The pump¿s cover was removed and there were no intermittent conditions found to the continuous glucose module or to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.